Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set detached during use. The patient observed this event when she went to change her clothing. The patient's blood sugars increased but did not go above 600mg/dl. The infusion set was changed and a insulin was administered to address the high blood sugars. No permanent injury was reported. See MFR: 3012307300-2016-00274, 3012307300-2016-00276, 3012307300-2016-00277, and 3012307300-2016-00278.